Event description:
The device was returned for repair and analysis found that the downstream occlusion sensor was faulty. There was unknown patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was downloaded. Functional testing found a defective downstream occlusion (dso) sensor. The investigation determined that the dso sensor was defective. The dso sensor was replaced.